Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any change in the patient¿s post-operative care due to the prolonged procedure? Were there any unexpected outcomes or complications as a result of the prolonged surgery time? How long (in minutes) did the surgery prolong? What is the current condition of the patient? Did any other tissue was damaged due to searching for the needle? Please provide more details. Did x-ray was used to found the needle? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare. Active ingredient(s)- triclosan. Dosage form - suture/solid/parenteral. Strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent a removal of intracerebral hematoma on (B)(6) 2022 and suture was used. During use on the patient the nurse checked that the outer package was complete, and then put it on the operating table. The nurse clamped the needle and handed it to the operating doctor. After the doctor sewed several needles, the last needle of the meningeal tissue was suddenly broken. After careful searching on and off the stage, the broken part was finally found and could be consistent with the rest. The surgery time was prolonged. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/7/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device returned additional information: h6 additional information was requested, the following was obtained: * was there any change in the patient¿s post-operative care due to the prolonged procedure? -no. * were there any unexpected outcomes or complications as a result of the prolonged surgery time? -unk * how long (in minutes) did the surgery prolong? -unk * what is the current condition of the patient? - good * did any other tissue was damaged due to searching for the needle? Please provide more details. - no. * did x-ray was used to found the needle? - unk. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength -= 275 ¿g /m